Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR report #1627487-2014-00038. It was reported the pt (B)(6) is experiencing discomfort at the ipg pocket and lead entry site. With respect to the ipg, the device is reportedly protruding through the muscle and is now under the skin. Likewise, the pt's leads (from the same lot) are said to have eroded through the muscle and their current position causes discomfort. Surgical intervention is being considered as a means to address this issue.